Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event is expected to be returned. A follow up report will be submitted upon completion of evaluation or if any additional relevant information is received.

Event description:
On an unknown date, the patient in (B)(6) underwent placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Reports received indicating there were intermittent problems with flushing the tube. The pump also displayed high pressure alarms. The tube was flushed several times. On (B)(6) 2016 during a visit, the nurse removed all the connectors, pulled out the j and pushed it back and replaced the connectors. However during the flushing the patency was not good. Report received on 29 aug 2016 indicated a gastroscopy was performed which showed knots along with food. The jejunal tube was replaced. The patient was discharged.

Manufacturer narrative:
Ref record: (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to any defect, deficiency, or malfunction of the j tube. No corrective or preventive actions have been identified at this time. The IFU indicates ¿do not rotate the abbvie j tube as kinking or knotting may occur". The j tube was received for investigation. The sample investigation did not verify the complaint condition. Therefore no further sample investigation is required. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.